Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's clips were coming out of the jaw sideways and scissoring. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.